Manufacturer narrative:
The event unit was returned for evaluation. Upon visual inspection, engineering noted a significant amount of blood and eschar in the blade channel. The root cause of poor cutting is excessive blood and eschar buildup that block the blade from actuating properly. The instructions for use warn about blood and eschar buildup negatively affecting cutting performance. Applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of event to occur. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Bricker cyctectomy- "after numerous activations and dividing tissue, the blade did not function properly anymore. Did not cut all the way anymore even though the blade lever was fully pulled back. Jaws were regularly cleaned during the case as well as the blade channel by pulling the blade lever multiple times when the device was outside the patient. Opened ligasure impact to finish the case." Patient status - ok.